Manufacturer narrative:
Block a: patient information was not obtained due to country privacy laws. A 70 y/o female patient with a cerebral infarction and no sensation in her left limb was undergoing a lung scan. The technologist did not use patient positioning straps and instructed the patient to raise her arms for the scan. After the scan completed, the unsecured patient's left arm slipped off the table and contacted the gantry while the table was moving. The patient called out for help and the technician stopped the table. After the incident there was no bleeding or visible trauma observed. A day later the patient's left hand was swollen, and a subsequent x-ray revealed a left elbow fracture. Symptomatic treatment was provided and after a week of hospitalization the patient was discharged. Investigation concluded there was no malfunction of the system and the root cause was determined to be unintended user error, i.e. The patient was not kept sufficiently still during scanning. The user manual (p/n 5808971-1en rev 6) provides instructions on appropriate patient positioning. "Keep the patient in view at all times. Keep patient's extremities away from surrounding equipment." The design's residual risk has been determined to be afap and no mitigations are available to significantly reduce the risk further. Gehc will continue to trend similar events.

Event description:
It was reported that a patient sustained an elbow fracture when their arm (which was not secured with patient straps) moved off the table and struck the gantry while the table was moving into the bore. There is no indication of device malfunction.

Manufacturer narrative:
Legal manufacturer: hcs beijing - west area of building no.3, no.1 yongchang north road, beijing economic and technological development area china beijing, 100176 ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.